Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient implanted dbs (deep brain stimulator) and vns (vagus nerve stimulator) is having an increase in seizures. The caregiver mentioned that the number of seizures varies by day; sometimes the patient has 15, 20, or even 30 seizures in a single day, ranging from absence seizures to tonic-clonic seizure. It also noted that the seizures appear to be worsening (from baseline). No other relevant information has been received to date.